Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had lines that blocked graphics and text. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.